Manufacturer narrative:
(B)(4). Date sent: 2/12/2021. Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Was the exact site of the bleeding identified? Why does the surgeon believe the post-operative issues are related to an alleged deficiency of device? What is the current patient status? We have told the surgeon time and time again to wait 15 seconds but he does not. He emphasizes speed which is why he is most likely reluctant to do so. We have had this conversation with him many times. We do not know how much blood was lost. We do not have any information on what his pre and post anticoagulant process was. The surgeon told my colleague that it was on the first or second fire where he saw some bleeding on the line but we do not know specifically where it was when he had to transfuse. The surgeon believes the bleeding was due to staple line reinforcement. Status of the patient is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges are used throughout creation of sleeve? Does the surgeon pulse fire or use continuous firing stroke? Was there any intraoperative bleeding during initial procedure? Why does the surgeon believe the post-operative bleeding is associated with the slr? D1,2,4 corrected data.

Manufacturer narrative:
(B)(4). Batch #:unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Was the exact site of the bleeding identified? Why does the surgeon believe the post-operative issues are related to an alleged deficiency of device? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op of a sleeve gastrectomy procedure that the surgeon had to transfuse blood. Unknown as to what amount of blood was given to the patient. Surgeon did not indicate as to why the patient needed blood.